Event description:
N/a

Manufacturer narrative:
(B)(4). The certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports - other mfg report number: 1226348-2020-00401. A physician reported suspected infection: the bactiseal catheter was placed connected to a certas valve via v-p shunt on (B)(6) 2020; however, on (B)(6) 2020, it was suspected shunt infection with the catheter. So the catheter was pulled out from the patient's body after incision under clavicle and drainage was performed outside the body. Yellow fluid was observed by drainage.